Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, the pt reported she was hospitalized (B)(6) 2011 and diagnosed with dka. She stated she was treated in the ICU with an IV of insulin, magnesium, and potassium. Her blood glucose elevated in the 500 mg/dl range. Her normal blood glucose range is below 200 mg/dl. Troubleshooting for elevated blood glucose did not reveal any product issues. At the time of the report, her blood glucose was in her normal range. No product was requested to be returned for eval.